Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they fell in the restroom after waking up on the morning of (B)(6) 2018. The patient¿s sister heard the patient fall and attempted to give the patient orange juice as the cgm was displaying 90mg/dl, but the patient was incoherent and could not drink the juice. A finger stick was performed at the time of event; however, the patient does not remember what the value was or who performed the finger stick reading but that the value was low. The patient¿s sister called the paramedics at approximately 5:00am and when they arrived, they transported the patient to the emergency room (ER). The patient was given fruit juice and food to raise his glucose values and was released the same morning. At the time of contact, the patient¿s condition has improved. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.